Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire was fractured at 179 cm from the proximal end. Further investigation of the fracture site using scanning electron microscopy (sem) found that the failure surface showed evidence of fatigue striations. A center zone exhibited evidence of dimple ruptures, which corresponds to the final rupture zone in a fatigue event. No material anomalies were found. The fracture occurred due to a fatigue action. Based on the investigation results and the information provided, there was no indication that the device was not used as in accordance with the labeling. The most likely that the device manipulation and torquing in an effort to deliver to the right position through the angle in the aneurysm resulted in the distal tip fractured due to a fatigue action. Therefore, a root cause related to operational context has been assigned to this event as procedural/anatomical factors encountered during the procedure limited the performance of the device, which met all required specifications.

Event description:
It was reported that it was very difficult and took half an hour to bring the wire in the right position in the anterior cerebral artery aneurysm due to the angle in the aneurysm. During manipulation 3cm of the distal tip of the guidewire broke off inside the aneurysm. The whole guidewire including the broken fragment were completely removed from the patient's body using several retrieval devices. The procedure was aborted. There was no clinical consequence to the patient. The current patient condition was reportedly stable.

Manufacturer narrative:
(B)(4). Additional information was received from the facility that the guidewire tip was shaped to 90 degree followed by an additional shaping to 180 degree. The guidewire was torqued during advancement.

Event description:
It was reported that it was very difficult and took half an hour to bring the wire in the right position in the anterior cerebral artery aneurysm due to the angle in the aneurysm. During manipulation 3cm of the distal tip of the guidewire broke off inside the aneurysm. The whole guidewire including the broken fragment were completely removed from the patient's body using several retrieval devices. The procedure was aborted. There was no clinical consequence to the patient. The current patient condition was reportedly stable.